Event description:
The user facility reported a 68-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp delivered to support a patient s/p avr (aortic valve replacement) and mvr (mitral valve replacement) from day prior. The pump was delivered to the lv (left ventricle). The cp failed at the setup of the cassette. The cp was replaced. Once the cp was delivered the pump kinked and had suction. The team had to replaced the pump when team unable to troubleshoot the suction.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the product damage/kink and low pump flow has been completed. Data logs were returned and investigated. Per the clinical information, the cannula was kinked during insertion and patient had small lv which resulted in suction events and low flow. The root cause of the low pump flow issue was patient condition related to patient's anatomy, when the cannula kinked upon insertion. Added- h6 med dev prob code 1248 d4-corrected model number added- d6a/d6b f6/f8 should have been left blank in the initial report. H6 med dev prob code 2506 changed to 2889.